Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/26/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 6/23/2020. Additional narrative: it was reported that the patient experienced necrosis following surgery. It was reported that the patient underwent mesh revision on (B)(6) 2019. Mwr-23062020-0000753061 submitted for adverse event which occurred on (B)(6) 2016. Mwr-23062020-0000753067 submitted for adverse event which occurred on (B)(6) 2019.

Manufacturer narrative:
Patient codes: (B)(4). It was reported that the patient experienced abdominal pain, urinary tract infection, obstruction and adhesions. It was reported that the patient underwent a ventral hernia repair on (B)(4) 2016. No additional information was provided.